Manufacturer narrative:
The customer clarified that no malfunction occurred during the "code blue" events. The request for the device evaluation was a precautionary measure of the facility. The a5 anesthesia system was evaluated and performed to specifications and was returned to the service. Additional information related to the events and to the patients was requested, however, the requested information is not provided by the facility. (B)(4). (Exemption #e2015032).

Event description:
The customer requested to evaluate an a5 anesthesia system because during two (2) surgical cases, on the same day, two (2) different patients were announced "code blue". No alleged malfunction of the unit was reported. Emdr# 2221819-2017-00016 is documenting the event with the second patient.